Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of three in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative had the care giver close the clamps, disconnect the patient and cycle the power. The technical service representative assisted with ending therapy and getting the set out. The care giver stated that everything looks fine. The care giver stated that the patient just got these bags. The technical service representative explained the patient must start over with new supplies, or finish with manual bags. The technical service representative reviewed the programming. The technical service representative explained patient should be filled with about 2500ml, so they should make sure this gets drained out. The technical service representative assisted with clearing the alarms. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.